Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged that the patient experienced an elevated blood glucose (bg) of 485 mg/dl with vomiting associated with an alleged prime issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), the patient reported that they were unable to prime the pump. The patient also reported receiving the following alarm warnings: call service, occlusion, empty cartridge or loss of prime warnings/alarms. It was revealed that the patient was using the infusion set tubing longer than the recommended 2-3 days which is a training misuse. Instructions for use were not followed for the insert infusion set; the patient was educated on use of infusion set per instructions for use. After the patient changed the infusion set to a new set, they were able to prime insulin and reduce their bg level. Upon documenting this issue, it was discovered that the infusion set was expired; the customer was informed that they should not use an expired infusion set. The patient also stated that their doctor just started them on the steroid methylprednisolone which may have contributed to the patient¿s bg excursion. This complaint is being reported because the patient allegedly experienced hyperglycemia as a result of use error.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. On review of the complaint information, it was determined that the insulin pump was not involved in the patient's event and the pump was not a contributing factor to the reported event.